Event description:
It was reported after planned removal of iab after discontinuation of iabp therapy, the "iab did not appear to be fully unwrapped". Another iab was not inserted as therapy was discontinued. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 50cc 8.0fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. Upon return, the distal end of the teflon sheath was noted at approximately 38.7cm from the iabc distal tip; an additional tubing was noted connected to the sheath sidearm. The supplied data-scope inflation driveline tubing was connected to the iabc short driveline tubing; no blood was noted within the tubing and no abnormality was noted. An ap tubing was connected to the iabc luer. The one-way valve was tethered to the short driveline tubing. A kink was noted to the iabc at approximately 53.7cm from the iabc distal tip. The entire bladder was noted wrapped (or considered twisted), including the distal end and the proximal end of the bladder. Dried blood was noted on the exterior surfaces of the returned iabc. No blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0071in-0.0074in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The catheter's central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was leak tested and during the leak test, the bladder did not fully inflate. The body of the bladder had inflated but the distal and proximal portion of the bladder would not fully unwrap and was consistent with being twisted. No leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire met resistance and the guidewire could not advance at approximately 53.8cm from the iabc distal tip due to the previously noted kink. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 10.5cm from the iabc luer, and the guidewire could not advance at approximately 28.3cm from the iabc luer due to the previously noted kink. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab "did not appear to be fully unwrapped" is confirmed. During the investigation , the distal portion and proximal portion of the iabc bladder was noted twisted and the bladder would not fully inflate or unwrap during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted bladder. The probable root cause of the complaint is manufacturing related. Corrections (retraining) have been established for this issue as a result of a previous non-conformance, and this device was manufactured prior to the release of those corrections. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported after planned removal of iab after discontinuation of iabp therapy, the "iab did not appear to be fully unwrapped". Another iab was not inserted as therapy was discontinued. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). N/a other remarks: n/a corrected data: n/a.